Manufacturer narrative:
Tw# (B)(4). The device was returned to the factory for evaluation on 03/24/2025. An investigation was conducted on 04/01/2025. A visual inspection was conducted. Signs of clinical use and no evidence of blood was observed. The delivery device was returned inside the loading device with the white plunger not depressed and the blue safety lock off, which allows the white plunger to be depressed. The seal and tension spring assembly was observed in the loading device window. The delivery device was removed from the loading device with no physical or visual difficulties observed. The seal and tension spring assembly remained inside the loading device. The seal and tension spring assembly was removed from the loading device with no physical or visual difficulties observed. There were no visual defects observed on the intact seal and tension spring assembly. Measurements of the delivery device were taken; the inner diameter was measured at 0.195 inches, the outer diameter was measured at 0.218 inches (rm2036883). The length of the delivery tube was measured at 2.47 inches (mcv00004217). The measurement values recorded for the delivery tube were within the tolerance specifications. Based upon the received condition of the device, as well as the evaluation results, the reported failure "fitting problem" was confirmed. The lot # 3000425725 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. Specific actions for the reported failure mode are being maintained and documented under maquet's corrective and preventive action (CAPA) system.

Event description:
N/a.

Manufacturer narrative:
(B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during a coronary artery bypass procedure using hst iii system (3.8 mm), they performed opcab and folded the seal by pressing the wings in step 3 during the loading process of the heartstring 3.8 mm product according to the IFU, but the seal did not fold properly and came loose. It was confirmed that the seal could not enter the delivery device through the inside of the window, so a new product was used and applied to the patient. The surgery was completed without any abnormalities in the patient's condition. There was a delay of about 7-10 minutes.